Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information received indicated that the physician use the pace or sense from the chronic pacing lead instead of using the pace or sense portion of the new lead. Furthermore, the patient has complete heart block and the physician did not was the risk of dislodgement. No additional adverse patient effects were reported.